Event description:
Additional information was received from a healthcare professional via a company representative. The pump was reported to be used to infuse gablofen 2,000 mcg/ml at 860 mcg/day. The healthcare professional noticed consistent discrepancies where the actual residual volume (arv) is greater than the expected residual volume (erv). On (B)(6) 2016, the erv was 3.6 ml and the arv was 7.5 ml. The patient has had increased spasticity for years. The patient had two catheter access port (cap) dye studies performed which were negative. A recent MRI on (B)(6) 2016 was also negative. The pump logs show no motor stalls. The healthcare professional is planning on replacing the pump. The event date was reported to be unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare professional via a company representative. The pump was replaced due to volume discrepancy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen 2 ,000 mcg/ml, dose unknown, for intractable spasticity. The patient had reported a gradual increase in spasticity at his appointment on (B)(6) 2016. It was stated there had been pump volume discrepancies going back to (B)(6) 2015 in which cases more drug was in the pump than was expected. The volume discrepancies had been getting larger; historically they were 3.5 ml. At the most recent refill on (B)(6) 2016 the expected pump residual volume (erv) was 3.8 ml and the actual pump residual volume (arv) was 8.5 ml. A dye study was performed on (B)(6) 2016 (details not specified) and it was possible to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). Additional information was received from the healthcare provider that indicated the pump contained baclofen (unknown) 2000 mcg/ml at a daily dose of 863.1 mcg/day and was on-going treatment. The catheter tip placement was t2. The pump was refilled every 3-5 months with new medication. The pump was refilled with baclofen on (B)(6) 2016. Medications the patient was taking included methylprednisolone 32 mg 12 hours prior to the dye study and 32 mg 1 hour prior to the study as well as benadryl 50 mg 1 hour prior to the study, and baclofen 10 mg orally (p.o). The patient's pertinent medical history included quadriplegia due to c4 asia spinal co rd injury from a motor vehicle accident (mva) in 2006, and the intrathecal baclofen pump. The catheter was entered at l2-3 level per imaging. The catheter access port was entered with a 24 gauge needle and accessed and 2cc's clear fluid was aspirated. Then 3 cc omnipaque contrast was injected through the catheter. Fluoro vision showed contrast going into the intrathecal space. Post dye study, they waited until the next refill to see if the kink in the catheter improved with the dye study. It was noted if the erv and arv improved that would indicate the kink was helped with the dye study. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.